Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. A synergy drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came off the shaft and embolized. The procedure was completed with a non bsc stent. No patient complications were reported.

Manufacturer narrative:
Brand name corrected from synergy balloon dilatation catheter to synergy¿. Common device name corrected from catheter, angioplasty, peripheral, transluminal to coronary drug-eluting stent. Upn- search corrected from unk425 - synergy - cmc - (B)(4) (peripheral interv) - 35000 to unk776 - synergy ii des - cmc - (B)(4) (intervent cardio) - 30000. Upn corrected from unk425 to unk776. PMA# or 510k# corrected from k993305 to similar. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. A synergy drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came off the shaft and embolized. The procedure was completed with a non bsc stent. No patient complications were reported.